Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for investigation was requested, but not provided. Based on the information, a general reagent issue can most likely be excluded.

Event description:
The customer reported that they received erroneous results for an unknown number of patient samples. The customer provided an example of discrepant thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample. A first run of the sample resulted with values of 0.105 uiu/ml accompanied by a data flag for tsh and 0.357 ng/dl accompanied by a data flag for ft4. A second run of the sample resulted as 1.75 uiu/ml for tsh and 1.41 ng/dl for ft4. The second run results were reported outside of the laboratory. It was asked but it is not known if the results from the first run and the second run were from the same patient sample or from a different sample collected from the same patient. It is unknown if the first results were reported outside of the laboratory or which results the customer believed to be correct. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The tsh reagent lot number was 083042, with an expiration date of june 2015. The ft4 reagent lot number was 179279, with an expiration date of july 2015.

Manufacturer narrative:
This event occurred in (B)(6).